Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: obese male patient in hemorrhagic shock with need of constant arterial pressure monitoring. 3 attempts with 3 different sets. They were unable to remove the swg from the vessel without the swg unravelling. Associated complaints: tc# (B)(4) for device #1; tc# (B)(4) for device #2; tc# (B)(4) for device #3.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that: obese male patient in hemorrhagic shock with need of constant arterial pressure monitoring. 3 attempts with 3 different sets. They were unable to remove the swg from the vessel without the swg unravelling. Associated complaints: (B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: obese male patient in hemorrhagic shock with need of constant arterial pressure monitoring. 3 attempts with 3 different sets. They were unable to remove the swg from the vessel without the swg unravelling. Associated complaints: tc# (B)(4) for device #1; tc# (B)(4) for device #2; tc# (B)(4) for device #3.